Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0a2fn, implanted: 2013-(B)(6), product type lead product ID neu_I ns_stimulator, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a broken lead cap. It was noted that the lead cap was removed for stage 2 and that the lead remained implanted. It was noted that upon removal of the lead cap the lead appeared to be damaged or stressed. It was further noted upon impedance testing values were normal. It was noted that it was unknown if there was a product issue or if the issue was resolved. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Reference manufacturer report # 6000153-2013-00152 for report on the patient¿s other lead.

Manufacturer narrative:
(B)(4).